Event description:
It was reported on (B)(6) 2014 the patient had a revision surgery due to migration of the helical blade through the femoral head, lateral to the nail. This was discovered on a follow up visit and x-ray that was performed on (B)(6) 2014. During the surgery the physician removed the helical blade, nail and anti-rotation sleeve attached to the nail which appeared to be damaged at the proximal end and implanted a new nail and lag screw and reused the locking screw from the original surgery. This procedure was completed successfully with no surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with damage to the hole and the outside diameter damaged adjacent to the oblique hole. The material was verified and passed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing evaluation was updated: the locking prong 456.315.2 is damaged. Due to this damage, the complaint is confirmed, but not related to the manufacturing process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.